Event description:
A surgeon reported that during a procedure, the footswitch failed. Additional information provided indicated after troubleshooting, the footswitch went back into operation; however, it is unknown if this occurred during the procedure or after the case was completed. There was no pt harm reported. Multiple attempts were made to obtain additional information, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).